Manufacturer narrative:
A ge service representative performed an on site investigation. The cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the monitor gave a software corrupt error message and the system would not boot up. There was no pt injury or death reported.